Manufacturer narrative:
No product was returned to vsi/teleflex for evaluation. Therefore, a returned product evaluation was not completed. No lot number was provided by the account. It was noted from the account that the turnpike spiral tip was lodged in a place that was not detrimental or occlusive to the patient's coronary artery. It is likely that the catheter was damaged during use in the procedure however, without product evaluation, damages to the catheter and/or tip cannot be confirmed. No response was received on ancillary devices used in the procedure and vessel tortuosity. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable.

Event description:
Per received medwatch_(B)(4) pt is elderly male with history of coronary artery disease who got admitted with chest pain and was preferred for diagnostic coronary angiography. During the procedure, a turnpike spiral microcatheter was inserted in the patient's coronary artery, and the tip of the catheter broke off. The tip became lodged in the artery, and the microcatheter was removed. Subsequent imaging showed that the tip had become lodged in a place that was not detrimental or occlusive to the patient's coronary artery. Coronary angiography with bypass graft angiography but without left heart cath. Pci of posterolateral branch with cto revascularization as primary procedure.